Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had an outer insulation break. It was noted that the patient experienced "external stimulation" after the physician had tried reprogramming the lead to unipolar. The lead was explanted and replaced. There were no further patient complications reported as a result of this event.